Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d2, d4, d6(a), d6(b), g2, g4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii

Event description:
Patient reported right side rupture. Healthcare professional confirmed rupture and capsular contracture, baker grade iii. Patient stated the device was noted to be intact upon removal, however this was not confirmed by physician. The device has been explanted.

Event description:
Patient reported rupture. Healthcare professional reported rupture, capsular contracture baker grade iii diagnosed by ultrasound. Patient later reported "the rupture was not confirmed, there was unfortunately suspicion" device was found intact after surgery. Therefore, this record is no longer reportable to the FDA and will be unreported.